Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a generator changeout for normal battery depletion, insulation damage was observed on this right atrial (ra) lead. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.